Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the interior and exterior of the driver revealed no anomalies. The freedom driver alarmed immediately upon startup. Despite the fault alarm, the driver passed all functional and performance testing requirements. Review of the electronic data confirmed the customer reported issue with a "bottom pressure too low" fault. "Bottom pressure too low" faults are typically indicative of a degrading u22 pressure sensor component on the main printed circuit board assembly (pcba). The root cause for the customer reported fault alarm was corrosion of the internal bond wires within the pressure sensor (u22) on the main pcba. This corrosion of the u22 bond wires is consistent with observations made in a CAPA (corrective or preventive action) to address the u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. The freedom driver was serviced and passed all functional and performance testing before being placed into finished goods. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. This issue will continue to monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued t perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.